Event description:
It was reported that the patient underwent vns explantation surgery due to an infection. This was reported in mfg. Report #1644487-2018-01619. The explanted products were received by the manufacturer. Device evaluation was determined as not necessary for mfg. Report #1644487-2018-01619 because the reported event were determined as not related to vns therapy and, therefore, no supplemental report was performed for that file. Lead product analysis was completed. Scanning electron microscopy images suggesting pitting or electro-etching conditions occurred on the connect ring surface. Generator product analysis indicated that the generator was received programmed on. No obvious adverse effect on device performance was identified as a result. The product was received with the lead connector portion of the lead still attached to the generator header. A continuity check between the set-screw and end of the lead portion passed. Other than the above mentioned and typical wear/explant related observations, no other anomalies were identified in the returned lead portions. Generator product analysis was completed. The DHR indicates that the generator passed all specifications prior to release. The diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. There were no performance or other adverse conditions found within the pulse generator. No additional relevant information has been received to date.